Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (1.5 mg/ml at 0.6542 mg/day), bupivacaine (30.0 mg/ml at 13.084 mg/day), and unknown baclofen (200.0 mcg/ml at 87.23 mcg/day) via an implanted pump. The indication for use was malignant pain and pelvis/pelvic. The issue was unresolved at time of study exit/death/study closure. If was further updated the event was now unresolved with no further action planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was malignant pain. It was reported that the patient was contacted on 2016-apr-06 as records indicated that the patient's low reservoir alarm date was (B)(6) 2016. The assistant attempted to have the patient obtain an updated low reservoir alarm date using their personal therapy manager (ptm), however, the patient was uncooperative and stated that the device would not power on. The patient refused to replace the batteries to determine if that was the issue, and insisted he wanted the pump turned off as he was not using it. The patient was told that the pump was constantly infusing. The patient stated that he and his wife were immobile and were unable to present for an office visit. On (B)(6) 2016, the patient continued to refuse to schedule a refill appointment. The patient was warned of probable withdrawal and was prescribed promethazine for potential nausea. The outcome indicated the event was unresolved with no further action planned. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. It was indicated that patient non-compliance was a factor, and the clinical diagnosis was "patient difficulty with therapy maintenance requirements." No further complications were reported or anticipated. Additional information received from a healthcare provider via a clinical study reported the cause of the ptm not powering on was not determined. It was noted it was unknown if the ptm would be returned to manufacturer. Additional information was received from a healthcare provider on 2018-jul-17. It was reported that the device diagnosis was empty pump reservoir due to patient non-compliance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.